Manufacturer narrative:
The product has been returned for evaluation and testing; however; as of to date the evaluation has not been completed. Add'l info has been requested and will be submitted within 30 days upon receipt.

Event description:
Wire fractured inside the pt; the broken piece was snared. The report received indicated the wire fractured and separated inside the pt. After trying to advance through multiple overlapped cypher stents, the wire broke in the pt's left anterior descending artery. Ther wire was snared before treatment of the lesion and the procedure was completed. Further info indicated the breakage occurred at a solder joint approx 4cm from the distal tip.